Event description:
During the surgical procedure, the esu electrosurgical unit was in use. An active electrode cable was connected to a cable adapter that was plugged into the esu. During the procedure, smoke was noted and determined to be emanating from the cable adapter. The surgical procedure was stopped and another esu, cable adapter and active electrode were obtained to continue the procedure.